Event description:
It was reported that the patient experienced overdose symptoms, was found unresponsive and was brought to the hospital via emergency medical services (ems). The patient was administered narcan and responded positively; however, the patient was found negative for systemic opioids. The pump dose was reduced by 54% on the most recent sunday and was then reduced to minimum rate on monday. The patient was transferred to her managing physician and a volume discrepancy was discovered. The actual residual volume (arv) was 38ml while the expected residual volume (erv) was 19ml. The cause of the discrepancy was unknown. The patient was currently under the care of her managing physician. Patient status at the time of the report was no injury. The device system delivered dilaudid.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# (B)(4), implanted: 1998 (B)(6); product type catheter. (B)(4).